Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that their device was relocated because of issue with recharging. The patient noted that her body has a little extra "junk in the trunk" which made it harder to get a signal; causing recharging to take too long (8 hrs). However moving the implant did not resolve the issue. The patient was having to constantly charge for 4-6 hours every day which was a pain so the device was replaced with a non-rechargeable one. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.